Event description:
The customer reported that the system failed to properly save pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was reformatted and the related system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.